Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on three nano meters, within 10 minutes: 559 mg/dl (system 1), 55 mg/dl (system 2), and 53 mg/dl (system 3). All three readings were taken using strips from the same vial. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.